Manufacturer narrative:
Review of the first submitted system controller log file dated (B)(6) 2016 captured a total of three pump stoppages. Time stamp resets to 0 days, 0 minutes, and 0 seconds occurred at the time of each event, indicating a complete loss of power to the system controller. Each of the interruptions in pump function were associated with low speed advisory/hazard and low flow hazard alarms with pump speed, pump power, and estimated flow values recorded at 0. It appeared that the system was operating on battery power prior to each of the pump stoppages. Following restoration of power to the system controller, the pump immediately ramped back up to the fixed speed with baseline parameters. Besides the total loss of power events, the log file contained no other interruptions in pump function or any other atypical alarms. Review of the second submitted system controller log file dated (B)(4) 2016 showed that multiple low speed events occurred while the system was connected to the power module. The pump speed decreased down to as low as 2780 rpm; no pump stoppages were captured. During the low speed events, low speed and low flow hazard alarms were active. The system appeared to have operated normally with baseline parameters while operating on battery power. A distal end percutaneous lead (lead) replacement was performed on (B)(6) 2016 and approximately 21 inches of the lead was returned for evaluation. Electrical continuity testing of the returned portion of the lead revealed that all wires were electrically intact. Examination of the lead noted rescue tape on the distal end of the lead at the metal connector/silicone interface as well as on the proximal end of the lead. Damage to the outer silicone sleeve was also observed. Upon removal of the rescue tape at the distal end of the lead, a separation of the distal end bend relief from the metal connector was observed and a small cut was noted in the bionate layer adjacent to the metal connector; however, the underlying wires did not appear to be damaged in this location. Breakdown of the metal braided shield was observed in several locations along the length of the returned portion of the lead. Visual examination of the underlying wires revealed that the wires were kinked at approximately 17 inches from the metal connector and the insulation of the orange wire was breached in this location, exposing the inner metal conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement of the lead in this area. Visual inspection of the underlying wires under a microscope and high potential testing of the remainder of the lead segment revealed no additional areas of compromised wire insulation. If the exposed conductors of the compromised orange wire made contact with the braided shield while the patient was operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the reported alarms and the low speed events recorded in the log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on lvad support. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years, 6 months. The replaced portion of the percutaneous lead was returned for analysis. The evaluation is not complete. The patient remains ongoing with the implanted device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient noted pump stoppage events over the weekend. The system controller was exchanged to a pocket system controller. A log file was provided to the manufacturer's technical services representative for review and 3 pump stoppage events were captured. The stoppage events were due to double power cable disconnects. The system controller clock reset with the loss of power; therefore, a true time of when the events occurred and how long they lasted was not able to be determined. The patient was asymptomatic. Approximately 11 days later, it was reported that multiple low flow alarms occurred. It was reported that the system controller did not alarm, though the power base unit sounded a red heart alarm and low speed hazard alarms. A second log file was provided for review. The log file contained 2 pump stoppage events with speed drops as low as 2780 rpm, and seemed to occur only when the system was connected to the power module. On (B)(6) 2016 a distal percutaneous lead replacement was performed by the manufacturer's technical service representatives. No broken wires were found. Following the repair, when the system was supported by a grounded patient cable and power module, no alarms recurred. As of (B)(6) 2016, the patient was reported as doing well and is no longer experiencing any alarms. The plan was to bridge with heparin to a therapeutic inr level, and then discharge the patient to home.